Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.5 x 15 mm xience v stent delivery system (sds) was being deployed in the mid right coronary artery (rca); when a dissection occurred. An additional xience v stent was used to cover the dissection. The end result was timi iii flow and the pt was discharged four days later. No add'l event or pt info is available.

Manufacturer narrative:
Dissection, in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. In this case, the dissection required treatment with an add'l xience v stent. Although a conclusive cause of the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.